Event description:
Information received from the field notes that the patient presented for a follow-up due to erosion. The device was partially protruding through the pocket site. Interrogation of the device revealed that the oao mode option was not functioning. A device replacement was scheduled.